Event description:
One endeavor sprint rx drug-eluting stent (3.50 x 24mm) was implanted to the mid rca during index procedure. Approximately 6.5 months post index procedure patient underwent elected pci to treat silent myocardial infarction during which one endeavor sprint rx drug-eluting stent (3.50 x 24mm) was implanted to the distal rca. It is reported that plaque flew to peripheral. The patient became slow flow to no flow. A q-wave mi is reported to have occurred after post dilation, temporary pacing was used and patient was admitted to ICU. Patient expired the following day. Investigator has indicated that event was not related to the device. The investigator has indicated that the patient was in bad condition and her family did not wish to have life-sustaining treatment. (Ref MFR # 9612164-2011-01395 and 9612164-2011-01396).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, tvr and death). (B)(4).

Manufacturer narrative:
Correction: endeavor rx drug-eluting stent implanted during index procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.